Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed that there was a software mis-match, which was resolved over the phone. A system checkout was being completed when it was discovered that the system was not charging. Initially the image acquisition system (ias) batteries were not charging. The system was getting 120vac from the umbilical throughout the system. No vdc was present to the charger or charger backplane. They attempted to re-install the firmware to the battery charger enclosure with no success. They ordered a new battery charger enclosure along with a new power tray and power enclosure. The firmware took to the power enclosure and battery charger enclosure. The system checkout was completed, no issues noted with the repair or system at this time. The issue was resolved. The charger enclosure, power conversion and power tray were returned to the manufacture for evaluation and are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system displayed a software mismatch error and the imaging system booted into standalone mode. It was noted that the imaging system was not charging, but during troubleshooting the issue could not be replicated. There was no patient present when this issue was identified.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot: (B)(6); h3: the charger enclosure was returned for product analysis. The software mismatch complaint was confirmed. Visual inspection confirmed that the charger enclosure was dirty, and the fans were covered with matted. Seven of the eight charger cards were loosely seated. The cards were cleaned and firmly seated. The enclosure was then installed in o-arm system c1416. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. This is an additional potential contributing cause to the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000195, serial/lot #: rev. 2 : s/n(B)(6) , ubd: unk, UDI#: unk. H3) the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No problem was found with it while under testing. The power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The power tray assembly was faulty. Analysis found that the reported event was related to an electrical issue. H6) 10, 213, and 4315 are associated with the power conversion enclosure. 10, 120, and 4307 are associated with the power tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.